Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's physician gave the patient to use a salve on the irritation. The patient reported that the salve did not improve the irritation, so she began to use a powder. Follow-up indicated that after using the powder, the rash improved.